Event description:
It was reported that during a percutaneous coronary intervention a catheter shaft fracture occurred. The lesion was located in the left anterior descending artery. The 3.5 x 12mm nc quantum apex mr balloon catheter was advanced and broke "10 inches or so" from the hub, just outside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a catheter shaft fracture occurred. The lesion was located in the left anterior descending artery. The 3.5 x 12mm nc quantum apex mr balloon catheter was advanced and broke "10 inches or so" from the hub, just outside the guide catheter.the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex balloon catheter was received. There was a complete separation of the hypotube. Both the proximal and distal sections were received. The hypotube separation was 27cm from the strain relief and 115cm from the distal tip. There is no evidence that the confirmed separation was attributable to any product quality deficiencies. The hypotube sections at the separation locations appeared jagged, which suggest that the separation may be related to tensile overload. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).